Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, their receiver had sporadic readings while taking low doses of naltrexone. The patient is not a diabetic but suffers from sudden drops in her blood glucose (bg). Patient has been discussing her sudden bg drops with the mayo clinic, her endocrinologist, rheumatologist and family doctor for two months. Patient started taking naltrexone on (B)(6) 2015. Patient stated she was in good condition. No additional event or patient information is available.